Event description:
A surgeon reported a patient experiencing blurry vision following bilateral intraocular lens (iol) implant surgeries. In a follow-up, the surgeon reported the event continues. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/23/2009 and 12/24/2009 by phone, fax, and mail. A completed questionnaire was received on 01/04/2010. (B) (4). (B) (4). (B) (4).